Manufacturer narrative:
To date, despite multiple attempts, the customer has not responded to confirm if the non-warranty repair of wheel on the chair has been completed.

Event description:
The end user contacted technical support to advise that the front transport caster had detached and they needed service. There was no report of patient involvement or injuries associated with the reported issue. Information for the non-warranty repair was provided to the customer.

Event description:
The end user contacted technical support to advise that the front transport caster had detached and they needed service. There was no report of patient involvement or injuries associated with the reported issue. Information for the non-warranty repair was provided to the customer.